Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed due the right cylinder had an aneurysm. An ambicor penile prosthesis (app) was implanted. No patient complications were reported in relation to this event.